Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced illuminator to resolve the issue. The system was verified and ready to use. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted ureterectomy surgical procedure, repeated recoverable error 48245 occurred and the illuminator did not turn on. The customer received phone assistance from the technical support engineer (tse). Prior to the phone call, the customer replaced the lamp module to resolve the issue. The tse confirmed multiple error 48245 in the logs pointing to the illuminator lamp failure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed. The procedure was completed robotically with the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the illuminator to perform failure analysis (fa). Fa was able to confirm reported complaint. Upon visual inspection, the illuminator was found to have very slight discoloration on interlock board assembly. Fuse by breaker switch was found intact. The unit was installed onto the test si system and on startup unit showed no trouble. Programming was successful and startup showed no immediate errors. When lamp was turned on, unit clicked around 4 times before the light began to consistently turn on and back off. The unit then did not illuminate. Button was attempted again, and this time the unit's lamp flickered on and off, then remained on. Unit did this for 2 more attempts before it began to behave normally (no light flickering). System was set to run through 15 power cycles to look for error and then left idle for 20 minutes, no further issues had occurred when the lamp was attempted once again.

Event description:
Refer to h10/h11 for follow-up information.